Event description:
The customer reported receiving excessive no delivery alarms and he was not able to clear the alarms. However, the customer was able to prime, but the insulin pump kept alarming. Instructed to customer to rewind the insulin pump and the rewind process was completed. Ran a displacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.